Event description:
Revision in subject due to allergy to cobalt chrome. The investigator assessed this as not related to the device, but I have had a company medic look at this and confirm it is device related and therefore a sade. Chrome-cobalt allergy tka left.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. Review of the supplied product codes confirmed some devices contain cobalt chrome. The investigation did not find any evidence suggesting product failure was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.